Manufacturer narrative:
Results: lack of information (unknown cause of break). Conclusion: no conclusion can be drawn (unknown cause of break).

Event description:
An endurant aorto-uni-iliac stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. It was reported that the stent graft was successfully implanted. During removal of the delivery system (as the physician turned the thumb wheel for the tip capture) the backend broke. The physician was able to pull back the delivery system back and remove it from the patient without complication or harm to the patient. No clinical sequelae were reported and the patient is fine. The delivery system was returned and its evaluation has been completed. The device was contained in a small pouch with the sheath folded to fit into the pouch and box. The stent graft was not returned as it remained in the patient. There was a severe kink on the sheath distal to the strain relief as result of the return packaging. The spindle was not recaptured into the spindle tube. The taper tip was not re-seated into the graft cover. The backend was broken and detached at the end of the thumb wheel screw gear region. The evaluation of the returned delivery system could not conclusively determine the root cause of the breakage at the backend. Please note that this model number enuf3214c105ee is not approved in the united states; however, it is similar to the enbf3216c124e which is approved in the united states.